Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. There were no allegation reported from unf. After review of medical records, patient was revised to address painful left hip status post metal on metal modular total hip arthroplasty. Revision note reported pain and significant fibrosis of the anterior capsular region; and also mention that there were no evidence of metallosis, staining of the hip capsule intraarticularly and neck liner subluxation; and metal liner showed no evidence for scratches or abnormal eccentric wear. Calsultation note reported pain and walking difficulty. Doi: (B)(6) 2011; dor: (B)(6) 2012; (left hip) first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.